Event description:
It was reported that, the patient experienced inappropriate high voltage therapy in response to their intrinsic rhythm which triggering the discriminator and therapy. The right ventricular (rv) lead was capped and replaced to resolve this event. The patient was stable.